Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the lead, it was noted that the right ventricular (rv) lead had an alert for cap confirm in high output mode. Physician observed that the capture threshold and the rv pacing lead impedance had increased since the last check, which was on (B)(6) 2020. Programming changes were made to resolve the capture issue. The patient will be monitored going forward. The patient was in stable condition.